Event description:
It was reported that during a procedure to reposition a right ventricular (rv) lead due to high thresholds, the physician went to loosen the rv setscrew of this pacemaker and it dislocated from the header of the device. Additional surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high power visual inspection noted the right ventricular (rv) seal plug was damaged. This was thought to have been caused by the setscrew when it was being removed from the rv terminal block. No rv setscrew or wrench was ever returned with the device. A hole in the right atrial seal plug was also observed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Overall, analysis confirmed the allegation made against the device in the field. Such damage to the seal plug was induced during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high power visual inspection noted the right ventricular (rv) seal plug was damaged. This was thought to have been caused by the setscrew when it was being removed from the rv terminal block. No rv setscrew or wrench was ever returned with the device. A hole in the right atrial seal plug was also observed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Overall, analysis confirmed the allegation made against the device in the field. Such damage to the seal plug was induced during the procedure.

Event description:
It was reported that during a procedure to reposition a right ventricular (rv) lead due to high thresholds, the physician went to loosen the rv setscrew of this pacemaker and it dislocated from the header of the device. Additional surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.